Manufacturer narrative:
Company comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Seriousness criteria includes the long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Alternative etiology could include undisclosed or undiagnosed conditions. The sculptra was used off label to temple and intentionally misused with regards to reconstitution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number us2026013385 is a spontaneous report sent on 12-may-2026 by a nurse practitioner via sales representative concerning a 38-year-old female patient. The patient was healthy with no known medical history or allergies. The patient received unspecified vaccine in fall of 2024 and 2025. The patient had previously received treatment with botox on (B)(6) 2024. On (B)(6) 2024, the patient received treatment with 2 vials of sculptra, 2 ml to each side of the temples, 6 ml to each side of sub-malar areas and 1 ml to each side of cheeks using 22g 1-inch needle and 22g 2-inch cannula (unknown lot number and injection technique) for volume loss and collagen stimulation. The sculptra was injected to temples (off label use of device). The sculptra was reconstituted with 8 ml of bacteriostatic water [water for injection] and 1 ml of 2 percentage lidocaine [lidocaine]. On (B)(6) 2024, the patient additionally received treatment with 1 vial of sculptra, 4 ml to each side of the sub-malar areas using 22g 2-inch cannula (unknown lot number and injection technique) for volume loss and collagen stimulation. The sculptra was reconstituted with 8 ml of bacteriostatic water and 1 ml of 2 percentage lidocaine. The sculptra was reconstituted with bacteriostatic water/injected using 22g 2-inch cannula (intentional device misuse). The reporting hcp reported that the lot numbers were not available due to long latency period, as the treatment was performed 2 years ago. Additionally, the hcp reported that no further treatment has been performed in the affected areas. The patient never had ha filler or bio-stimulating fillers previously or any afterward. The patient received treatment with neurotoxin in her upper face to glabella, frontalis, and bilateral lateral canthi, 2-3 times a year. She received treatment botox [botulinum toxin type a] on (B)(6) 2024 (for touch-up), (B)(6) 2024 and (B)(6) 2024, dysport [botulinum toxin type a] on (B)(6) 2025 and daxxify [daxibotulinumtoxina lanm] on (B)(6) 2025 and (B)(6) 2025. On an unknown date in spring 2025 (approximately one year prior to the date of the report), the patient reported that she was satisfied with her results. However, around the same time, the patient noticed small, bb-sized, granulomas/nodules/knot/bumps (granuloma skin) in her left temple. These were not consistently visible and were not associated with pain, therefore, the patient initially ignored them. Within the last six months, the patient developed one large moderate bump in the left sub-malar area, which was developed initially in spring of 2025, a total of three small, mild bumps on each temple, and a cluster of small, moderate bumps in the right sub-malar area, which developed in fall 2025. The patient continued to report no pain. However, most nodules were firm, mobile and had well-defined borders. The patient became pregnant and delivered in early (B)(6) 2025 and breastfed in interim. On (B)(6) 2026, the patient informed the reporting hcp of the events for the first time following a visit with her dermatologist, who offered her to treat the affected areas with kenalog injections, but patient declined treatment. On (B)(6) 2026, the patient attended an office visit with the hcp. Treatment for the adverse event was not reported. Outcome at the time of the report: granulomas/nodules/knot/bumps was not recovered/not resolved/ongoing. Sculptra was injected to temples was recovered/resolved. Sculptra was reconstituted with bacteriostatic water/injected using 22g 2-inch cannula was recovered/resolved. Tracking list: v.0 initial report v.1 fu received on 28-may-2026 from the same reporter. Event (intentional device misuse) added. Patient medical history, allergy, concomitant medications, suspect device location, needle type, reconstitution details, event intensity were updated.